Event description:
On (b)(60 2011, customer reported that their dxc 600 pro instrument generated false high sodium (na) and/or chlorine (cl) results on (B)(6) 2011 for two (2) patient samples. No erroneous results were reported out of the laboratory. The customer mistakenly provided this data in with data from another event that occurred on (B)(6) 2011 (MDR# 2050012-2011-06546) because they did not consider the discrepancy in results an issue since discrepant results rarely occur, and it's usually due to sample integrity. Upon learning that this was a separate event that occurred on (B)(6) 2011, beckman coulter decided to file an MDR. Field service engineer (fse) performed service on the instrument back on (B)(4) 2011 and resolved the issue. Fse found a large fibrin clot and gel in the modular chemistry sample probe wash collar. Fse replaced probe and wash collar. Fse also found gel in the electrolyte injection cup (eic). Fse cleaned eic. Fse found an extra o-ring in the na reference electrode port. Fse removed extra o-ring. Fse replaced both na electrodes and verified performance. Due to a recurrence of na imprecision, service re-visited on (B)(4) 2011. Fse found a cracked eic valve and replaced the valve. Fse also replaced the ratio pump and carbon bridge. Fse verified performance per established procedures.